Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was displaying an error 5 message. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (time not specified). It is not known what the patient's last blood glucose result was (with the subject meter) before the alleged issue began and it is not known what action, the patient took in response to his last reading. The patient's testing frequency is not known; however per csr, the patient manages her diabetes with insulin (no adjustments). The patient denied taking any action in response to the reported meter issue. The patient also denied testing her blood glucose with another device. As a result of the alleged issue, the patient claimed she developed symptoms of shaking, sweating, and confusion (time not known). At an unspecified time on (B)(6) 2011, the patient reportedly administered treatment by consuming food and/or drink. During troubleshooting, the csr verified that the patient was using the correct testing technique (per owner's booklet recommendation) and the correct test strip. The csr guided the patient through testing and the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.